Event description:
It was reported that the implantable pulse generator (ipg) battery depleted in less than five years. Therefore the ipg was removed and replaced by a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the elective replacement indicator (eri) triggered due to high battery impedance. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance high battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(4) 2011, prior to explant. Ramware version 8 installed on (B)(4) 2011.